Event description:
It was reported that the patient experienced pain on the left side after turning the amplitude up to 4-5 volts during the 3 day trial of the device. The patient further noted that he experienced no pain when he tried the same thing on the right side. The patient stated that he did not consider the trial to be successful because he did not see a marked improvement. The patient further noted that "after being overstimulated when he turned the left side on, he developed an irregular heartbeat with atrial fibrillation". Patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Event description:
Additional information received reported that the trailing device was removed. The reporter stated that several electrocardiograms (EKG) were taken and showed that he had atrial fibrillation (a-fib). It was noted that the patient was put on medications to thin the blood and slow heart rate. The patient was concerned because "no one tried to link the trial to the occurrance." The relation between the two was not confirmed. The reporter further stated that the trial was not "effective or pleasant." The patient outcome was unknown. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).